Event description:
It was reported that during an unknown procedure, the device kept being activated unexpectedly without using the control switch when the device was used for a para-aortic lymph node dissection. Neither bleeding nor damages on the tissue were found due to the event. The device was not used before a para-aortic lymph node dissection. Although the second device was used, the irrigation button and the suction button were harder than usual. Another device was used to complete the case. There were no adverse consequences to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 6-1-2012. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.